Event description:
It was reported that the surgeon experienced a discrepancy in leg length measurement on the enlite navigation system during a total hip replacement procedure. The navigation system showed the patient's leg to be lengthened by 10-12mm during the procedure while the postoperative x-ray showed the patient's leg was actually shortened by 5-8mm. The case was completed without a clinically significant delay. There was no medical treatment or intervention performed as a result of the event. The surgeon is concerned with the instability of the implants based on the inaccurate reading on the navigation system.

Event description:
It was reported that the surgeon experienced a discrepancy in leg length measurement on the enlite navigation system during a total hip replacement procedure. The navigation system showed the patient's leg to be lengthened by 10-12mm during the procedure while the postoperative x-ray showed the patient's leg was actually shortened by 5-8mm. The case was completed without a clinically significant delay. There was no medical treatment or intervention performed as a result of the event. The surgeon is concerned with the instability of the implants based on the inaccurate reading on the navigation system.

Event description:
It was reported that the surgeon experienced a discrepancy in leg length measurement on the enlite navigation system during a total hip replacement procedure. The navigation system showed the patient's leg to be lengthened by 10-12mm during the procedure while the postoperative x-ray showed the patient's leg was actually shortened by 5-8mm. The case was completed without a clinically significant delay. There was no medical treatment or intervention performed as a result of the event. The surgeon is concerned with the instability of the implants based on the inaccurate reading on the navigation system.

Manufacturer narrative:
The reported event that the cursor unexpectedly redirected to the user preferences and that there was a discrepancy in the leg length measurement was not duplicated and no failures were confirmed as the log files for this investigation were not available for evaluation. Device not returned.

Event description:
It was reported that the surgeon experienced a discrepancy in leg length measurement on the enlite navigation system during a total hip replacement procedure. The navigation system showed the patient's leg to be lengthened by 10-12mm during the procedure while the postoperative x-ray showed the patient's leg was actually shortened by 5-8mm. The case was completed without a clinically significant delay. There was no medical treatment or intervention performed as a result of the event. The surgeon is concerned with the instability of the implants based on the inaccurate reading on the navigation system.